Event description:
It was reported that the pacemaker this right ventricular (rv) lead is connected to, stored a signal artifact monitor (sam) episode, which disabled the minute ventilation (mv) sensor. Additionally, the electrogram (egm) showed noise on this rv lead. Low out of range pace impedance measurements were also observed as well as oversensing of noise. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.